Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07519. It was reported the patient was to have the scs system which was for the lumbar area explanted at a future date. The patient was anticipating a future back surgery and due to the MRI, the system needed to be removed. It was also reported the patient had not used the system, so it was unknown if there was an issue with the system.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.